Event description:
(B)(4). Event occurred in (B)(6). The patient reported that again a catheter got loose from the bayonet closure at the quick release and this issue occurred about five times earlier. In the investigation it was found that the tubing was detached from the tubing connector. No further information available.